Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endoscopic radical resection of lung cancer, when preparing to dissect the right lower lobe parenchyma, a reload was loaded and the firing was smooth. But when a purple staple was loaded, the device could not be fired and the same happened when the green staple was loaded. So a new handle and staple were replaced and the firing was smooth. There was no patient injury.